Event description:
It was reported the device was used during a hepatic resection procedure. It was reported on the second firing of the tsw35 across the portal vein a slight crunching sound was heard. Upon release of the stapler bleeding occurred. The surgeon controlled the bleeding with suture. Upon examination of the device it appeared to have misfired and did not staple correctly. The surgeon completed the procedure without any further required firings of the device. There was no consequence to the pt.